Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number ramping anomaly was noted on the display and no moisture damage was noted on the electronic assembly or motor. The insulin pump had a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer is having keypad issues. Customer did take a shower with the pump and then dropped it afterward. Customer stated that he tried to place it in a place on the side where it would not get that wet. Customer stated that he tried giving himself a bolus and the buttons were not working. Customer's pump was exposed to moisture two weeks prior. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).